Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pins of a 3.5mm coupler were mal-aligned, resulting in failed anastomosis. This occurred during patient use. The coupler was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device was received for evaluation. A visual inspection was performed and observed that a 3.5mm coupler jaw assembly had the rings dislodged and not approximated. The returned components showed signs of use - dried blood. The device had no misalignment with the rings that were returned. During the functional investigation, the jaw assembly was clicked into the anastomotic instrument (ai) as intended. The knob of the ai was rotated to ensure the jaw assembly would function as intended within the surgical process. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.